Event description:
This patient had a right total knee arthroplasty in 1991 and has done well until dec. 1998 when he began having increasing pain and swelling particularly with weight bearing activities. He was admitted for revision of the right total knee. Intraoperatively the tibial polyethylene was found to be broken (two main pieces and several smaller pieces) the tibial polyehthylene liner and the patellar buttin were removed and replaced.